Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26043. It was reported the patient underwent surgical intervention to remove and replace her lead due to lead migration. Both of the leads had migrated down three vertebral bodies. The patient suffered a fall approximately (B)(6) 2014 and experienced a change in stimulation afterwards. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.